Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that the white power cable of the controller was damaged and when connected to the power module the screen remained black, despite pressing the display button. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6); however, the reported event of the controller display remaining blank despite pressing the display button was not. Upon arrival of the controller, a log file was downloaded for review. The log file contained approximately 1 day of data (07dec2022 to 08dec2022 per timestamp), and no atypical events were observed. The pump maintained a speed above the low speed limit without issue while the driveline was connected. Visual inspection of the returned controller revealed that the strain relief of the white power cable and the outer jacket of the black cable had been damaged. During preliminary testing, the controller was connected to a test power module and system monitor. The controller¿s screen properly displayed information, and the display button was used to navigate screens without issue. Also during this testing, it was noted that frequent alarm sounds were produced when the white power cable was manipulated by hand near its damaged strain relief. Further inspection revealed that the yellow wire in the white cable, which pertains to alarm signals, had been severed. The wire was frequently shorting to shield, causing alarm sounds which were not associated with an actual alarm condition. The damaged power cables were removed from the system controller to complete functional testing. While the controller was opened to perform this exchange, fluid ingress was observed throughout the controller. Fluid ingress was observed on the ribbon cable of the user interface; although the blank display issue was not reproduced during testing, this fluid may have contributed to the reported event of the display button not working properly. The controller then underwent full functional testing with test power cables and was found to perform as intended. The root cause of the reported display issue could not be conclusively determined, as the issue wasn¿t reproduced; however, the observed fluid ingress in the controller may have contributed. The root cause of the observed power cable damages could not be conclusively determined. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G - section 2 ¿how your heart pump works¿) describes how to use the display button to navigate through all system controller display screens. This section also instructs users to never submerge their equipment, including their system controller. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. G - section 6 "equipment maintenance) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the white power cable and a blank lcd display while connected to the power module were not confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation, and no photos or log files were submitted for review. Provided information indicated that the lcd display issue resolved with the exchange of the controller; however, the exact root causes of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G - section 2 ¿how your heart pump works¿) describes how to use the display button to navigate through all system controller display screens. The heartmate 3 patient handbook (rev. G - section 6 "equipment maintenance), describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.